Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), malaise ("sick"), alopecia ("hair and tooth loss "), tooth loss ("hair and tooth loss"), tooth fracture ("teeth breaking"), dyshidrotic eczema ("dishidrotic eczema"), pruritus ("itchy"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, malaise, dyshidrotic eczema, pruritus, allergy to metals, pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, malaise, menorrhagia, pelvic pain, pruritus, tooth fracture and tooth loss to be related to essure. The reporter commented: patient was 30 years old when she had hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Event medical device removal was replaced with event device dislocation. Events added from pfs- pelvic pain female, dysmenorrhea, menorrhagia, dyspareunia. Date of insertion and removal, date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick"), alopecia ("hair and tooth loss "), tooth loss ("hair and tooth loss"), tooth fracture ("teeth breaking"), dyshidrotic eczema ("dishidrotic eczema"), pruritus ("itchy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, dyshidrotic eczema, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyshidrotic eczema, malaise, medical device removal, pruritus, tooth fracture and tooth loss to be related to essure. The reporter commented: patient was 30 years old when she had hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick"), alopecia ("hair and tooth loss "), tooth loss ("hair and tooth loss"), tooth fracture ("teeth breaking"), dyshidrotic eczema ("dishidrotic eczema"), pruritus ("itchy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, dyshidrotic eczema, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyshidrotic eczema, malaise, medical device removal, pruritus, tooth fracture and tooth loss to be related to essure. The reporter commented: patient was 30 years old when she had hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: malaise . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event sick added. On (B)(6)2020: social media report: reporter information and new event hair and tooth loss were added. On (B)(6)2020: social media report: new reporter was added. On (B)(6)2020: event "tooth breaking " was added. On (B)(6)2020: social media report: reporter information and new event dyshidrotic eczema, itchy, nickel allergy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case has become serious incident. New events were added: medical device removal and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.